Event description:
Major pump unit(s) involved: blood pump.additional text: bearing failure? Not diagnosed d/t family refusing to send pump in for eval.specific component(s) involved: pump drive unit malfunction.additional text: not an affirmative diagnosis.causative or contributing factor: no specific contributing cause identified.intervention(s): nonetype: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.